Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an in-stent restenosis with stent fracture of a lesion in the superficial femoral artery (sfa) with 80% stenosis. The 6.0x120mm armada 35 balloon dilatation catheter (bdc) was prepared (air aspiration) outside the anatomy prior to use and there was no difficulty removing the stylet or protective sheath. The bdc was advanced and the balloon was pressurized at 10 atmospheres (atms) but could not be inflated. The bdc was removed. Another 6.0x120mm armada 35 bdc was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified a longitudinal tear on the balloon noted in two locations proximal to the distal balloon marker. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported inflation issue was confirmed and was due to longitudinal tears on the balloon noted in two locations. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. It is likely that the balloon interacted with the fractured/restenosed stent causing tears to the balloon material preventing inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.